Event description:
It was reported that a catheter prematurely deflated and a tear was noted in the balloon, approximately two hours after insertion. The catheter was inserted on 6/26/19 at 0700 in the operating room, in a 47 year old female undergoing a total laparoscopic hysterectomy. The catheter was placed without resistance, inflated with 10ml, and placement was confirmed with urine return.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the evaluation, a sac burst was noted along the lumen. No pieces of sac were missing. The burst location was observed along the inflation eye and the cause was unknown. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. How and when problem occurred could not determined and could not be classified as a manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: federal (u.sa.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a catheter prematurely deflated and a tear was noted in the balloon, approximately two hours after insertion. The catheter was inserted on (B)(6) 2019 at 0700 in the operating room, in a (B)(6) year old female undergoing a total laparoscopic hysterectomy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d1, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a catheter prematurely deflated and a tear was noted in the balloon, approximately two hours after insertion. The catheter was inserted on (B)(6) 2019 at 0700 in the operating room, in a 47 year old female undergoing a total laparoscopic hysterectomy. The catheter was placed without resistance, inflated with 10ml, and placement was confirmed with urine return.